Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator had a low tidal. No patient harm reported. Event date not specified, estimate used.

Manufacturer narrative:
Date of report : 04jun2019, date rec¿d by MFR :25apr2019. Information was received that the service engineer (se) inspected the device and found a low minute ventilation error. The se replaced the gas delivery system (gds) to address the reported issue and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.